Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in set) was not confirmed due to a lack of cassette sample. The lot number is unknown therefore a batch review was not performed. From the complaint information, the cause of the alarm was a loose connection / disconnection between the catheter and plastic adapter and thus air was sucked into set. There is no evidence that the device or disposables were causally related to this event. This disconnection does not represent a baxter product failure mode. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3 of 5. The caregiver (cg) reported that the patient's line broke at the stomach. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting. The tsr further advised to notify nurse as soon as possible. During a follow with the nurse regarding the separation, the nurse explained that the separation occurred between the catheter and plastic adapter. Per nurse, the adapter unscrewed from the catheter. The nurse stated that there were no defects noticed on the catheter or the adapter, however, the nurse then added that the adapter has only a couple of threads and suggested that she did not think that it is strong enough to hold on to the catheter. The nurse stated that she had replaced the adapter and transfer set, and had already discarded them. The nurse did not have the lot number or brand name of the plastic adapter. Per nurse, hp did not have any injury or harm as a result of this incident. Per nurse, hp is doing fine. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number and brand name were unknown. A follow-up report will be filed should any significant supplemental information become available.